Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient had surgery to implant the ins and then had to have another surgery to have a revision on the device. Once the ins was first implanted, it was on the belt line. Then gradually beginning about 4 weeks ago or so their pants were rubbing against the ins and was rubbing the skin raw which is why their healthcare professional (hcp) did a revision and moved it to a different location. Once the revision was completed the issue was resolved. No further complications were reported/are anticipated.